Manufacturer narrative:
(B)(4). Factors that may contribute to balloon damage may include manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient prep prior to use. The patient anatomy was described as moderately tortuous and calcified, which may have contributed to the balloon rupture. It is possible that the balloon outer surface may have been damaged at some point, resulting in a rupture upon the inflation attempt. All destructive tested units met the manufacturing criteria for minimum rate burst pressure. Without the product to examine, a thorough analysis could not be performed and no determination can be made as to the conclusive cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first pre-dilatation with the voyager nc, the balloon ruptured at 10 atm. There was no patient injury. Another company's balloon catheter was used to complete the procedure. No additional event or patient information is available.